Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to passing away for an unknown indication and was hospitalized at the time of death. Pd therapy was ongoing until the time of death, but it was not reported if therapy with a homechoice (hc) device and/or baxter pd solution(s) was being performed prior to or at the time of death. The cause of death was sepsis and it was not reported if an autopsy was performed. Treatment during the period of hospitalization and for the sepsis was not reported. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.